Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented via remote transmission showing non-sustained rv oversensing due to post-paced t-wave oversensing on the ventricular channel. The patient did not receive therapy during the oversensing. The programming changes discussed will be made today when the patient arrives for a device check.